Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: during investigation, the original complaint of the under responsive up, down, ok and contrast buttons was unable to be duplicated. The keypad was removed and there was no damage to the buttons or contacts. Unrelated to original complaint, the pump was opened and there was moisture corrosion found on the printed circuit board. There was no moisture found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.